Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer was hospitalized on (B)(6) 2017 due to the high blood glucose. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer was wearing the device during their hospital stay. The customer did not troubleshoot the issue.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarms or excessive no delivery alarms noted. The device functioned properly. Motor was tested outside the device and passed. The device was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.